Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3. The actual date of event is unknown. The date received by the manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, customer experienced tube pushed off with an unspecified number of devices. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, customer experienced tube pushed off with an unspecified number of devices. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 05-mar-2025. Investigation summary: bd received three (3) samples for investigation. The samples were evaluated by visual examination and no abnormalities were observed. Also, two (2) returned samples were functionally tested, and the issue of tube push off was not observed as all samples met specifications. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and another 5 samples were functionally tested and no issues were observed relating to tube pushed off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."